Event description:
It was reported that the patient underwent a back surgery using rhbmp-2/acs. Post-op, the patient developed "serious injury including pain and physical limitations."

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2010 the patient underwent the following procedures: 1. Placement of anterior buttress plate at c3-c4. 2. Posterior fusion from c3 down to c6, instrumentation c3 to c6. 3. Local autograft bone to treat the following pre-op diagnoses: hardware failure and pull off of anterior cervical plate following a c3-c6 anterior cervical discectomy and fusion. Op notes: the surgeon removed the anterior cervical plate. They found the extruded graft at the c3-c4 level and removed it. They replaced a 5 millimeter graft into the disc space. Then placed a small buttress plate, 22 millimeters length buttress plate, into the c4 vertebral body to block graft extrusion during the flip. The plate was pinned into position. Double drill guide was used to drill screw tracts parallel to the endplates. 3.5 millimeters diameter screws were used to affix the plate to the bone. Locking devices engaged. Pins were removed. Intraoperative x-ray confirmed acceptable position of the plate. Posterior elements of the cervical spine out to the lateral edge of the lateral mass. Intraoperative x-ray was taken to confirm levels. Surgeon placed lateral mass screws at c3, c4, c5 and c6 bilaterally as follows. A high-speed drill was used to create a starting hole just medial to the center of the lateral mass. Drilling was done 20 degrees laterally and 30 degrees "rostrally". A hand drill was used to drill through the lateral mass aiming 20 degrees laterally and 30 degrees "rostrally". This was done to a depth of 14 millimeters. The outer cortex was tapped. 3.5 millimeters diameter, 12 millimeters length screws from the vertex max system were placed in c3, c4, c5 and c6 bilaterally. Intraoperative x-ray confirmed acceptable position of the screws. Intraoperative emg stimulation showed all screws and stimulation thresholds greater than 15 milliamperes. Following placement of lateral mass screws, rods were cut and bent to the appropriate amount of lordosis placed and the poly axial heads of screws secured using cap screws. The cap screws were tightened using the torqueing device. Large infuse kit was placed over the decorticated posterior elements along with bone graft extender and local bone obtained from the spinous processes, in order to complete a posterior arthrodesis from c3-c6. He was extubated without difficulty and brought to the recovery room in stable condition. On (B)(6) 2010 patient presented for a postop check. His x- rays showed he had a little bit of kyphosis which was stable. On (B)(6) 2010 patient presented for radiographic check due to some posterior neck pain but overall no new complaints. On (B)(6) 2011 patient presented for a follow-up visit. X-rays: patient's plain x-rays showed his lateral mass screws and cervical plate were in good position. He had got good early healing of his bone graft. On (B)(6) 2011 patient presented due to left shoulder pain. He underwent upper extremity joint mr without contrast, left shoulder. Impression: 1. No fracture or malalignment. 2. Small acromioclavicular joint effusion with mild acromioclavicular osteoarthritis. 3. Mild subdeltoid-subacromial bursitis. 4. Mild supraspinatus tendinopathy. 5. Mild osteoarthritis of the glenohumeral joint with diffuse cartilage thinning and a small glenoid cartilage fissure. On (B)(6) 2011 patient presented for a follow-up due to post posterior revision of a hardware failure from a multilevel acdf. He had complained of a little bit of popping in his neck, but overall, he was feeling pretty good. Plain x-rays showed solidifying fusion and his hardware has held. Impression: patients hardware had held and his neck looked like it was 90% healed. On (B)(6) 2011 patient presented for a follow-up visit due to post op cervical fusion. Patient had carpal tunnel syndrome. Also he had multi-joint pain due to other problems. X-rays showed his cervical fusion had healed in good position. Impression: patient was doing well.